Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The patient reported glucose readings of 150 mg/dl and 50 mg/dl but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.